Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was experiencing trembling, and then had a seizure. Wife called emt upon customer having seizure. Emt gave the customer a glucose tablet. Agent was unable to confirm if the customer stopped having a seizure before or after being treated. A comparison between the emt meter and customer¿s accu-chek meter was performed. Emt meter read (46 mg/dl). Accu-chek read (86 and 87 mg/dl). Readings were taken within ten minutes. Customer felt fine after being treated with the glucose tablet. The emt¿s did not transport the customer to the hospital. Customer¿s wife drove him to the hospital. Customer is unsure if customer would have been able to drive or not. Customer did not go into the emergency room upon arrival due to feeling back to normal after being treated by emt. A request was made for the return of the meter and strips, replacement sent.